Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, bleeding occurred. Due to unstable angina (braunwald classification ib), the patient underwent cardiac catheterization. Access was gained using a micropuncture technique with visualization of both a micropuncture needle and the j wire. Angiography revealed an 80% stenosed and 5mm long target lesion located in the distal right coronary artery (rca) with a reference vessel diameter of 2.5mm. It was treated with direct stent placement using a 2.5x12mm taxus liberte stent followed by post dilation resulting in 0% residual stenosis. Angiomax was utilized during the procedure and the patient received a bolus of prasugrel following the procedure. The access site was closed with another manufacturer's closure seal and there was no evidence of any bleeding or other abnormality on her arteriotomy site. Approximately 10 hours post index procedure the patient developed hypotension and a localized right retroperitoneal bleed was discovered. There was no obvious groin hematoma or bleeding source from the groin. It was reported to be gusto bleeding classification of severe, but the patient was stable so was only treated with IV fluids. No bleeding source was ever found and the etiology of the bleed was unknown. The patient remained hospitalized "a couple extra days to assure that she maintained stability". The patient was discharged 3 days post index procedure on aspirin and prasugrel. It is the opinion of the physician that there is a probable relationship between this event and the (B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that at the time of the event, the patient experienced right flank pain radiating to her back associated with diaphoresis. It was reported that this was not anginal chest pain. Blood pressure taken at that time was 42/30. IV fluid treatment included 500ml of normal saline with noted improvement of blood pressure to 120 systolic. It was also reported that the patient was on aspirin and prasugrel (5mg) at the time of the event. A CT of the abdomen and pelvis without contrast showed a right-sided retroperitoneal and pelvic hematoma as well as cholelithiasis. An ultrasound vascular doppler performed the next day showed no focal fluid collection or evidence of a pseudoaneurysm in the right inguinal region. The event is reported to be resolved without residual effects.